Event description:
It was reported that after the device has been powered on for a period of time, the display would turn white and display a "service" message across the screen. When this message occurs, the device is considered locked up and would not have been able to be used for defibrillation therapy. The device also repeatedly logged a fault code. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio- control provided technical support to the customer and the customer has decided to not repair the device due to the costs associated. The device will not be returned to physio-control for eval. The cause of the reported failure could not be determined.